Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. Other medication the patient was taking at the time of the event was pain medication. The date of the event was (B)(6) 2018. It was reported the patient had magnetic resonance imaging (MRI) and could not tolerate the MRI because she had a pulling feeling in her pump pocket. No environmental/external/patient factors may have led or contributed to the issue. The pump was read and it recovered post MRI. No interventions/actions were needed to resolve the issue. It was unknown if the issue was resolved. Surgical intervention did not occur and was not planned. Patient weight was unknown and will not be made available. Medical history was multiple sclerosis (ms). Patient status was alive - no injury. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The pump recovered as usual. There was no delay of recovery. The printout of logs were left for her hospital record. Additional information was received from a consumer on (B)(6) 2019. It was reported that when the patient had mris at one facility, their mris caused pain and pulling of the pump. When the patient had mris at another facility there was no pain or pulling. It was noted that the change in therapy/symptoms was sudden. It was specified that once the MRI was stopped, the pain went away as did the pulling feeling. The patient had surgery on (B)(6) 2019 to re-anchor the pump because the last MRI moved the pump and detached it. They attempted an MRI again last week (relative to (B)(6) 2019) but they had to stop the MRI due to pain and pulling of the pump. The pain and pulling with mris reportedly started in the fall of 2017, happened again in (B)(6) 2018, and again in (B)(6) 2019. It was also noted that the patient had a new pain in their hip that started about two months ago. It was further noted that the patient had falls or trauma about two months ago, but they were not related to the hip issue.